Event description:
New information received noted that programming changes were performed to resolve the issue. The patient condition was stable.

Manufacturer narrative:
Correction: section b5 - the re-occurrence of pptwos should have been mentioned previously.

Event description:
New information received noted that a re-occurrence of pptwos was noted on the ICD. Programming changes were performed to resolve the issue. The patient condition was stable.

Event description:
It was reported that post-paced t-wave oversensing (pptwos) was noted on the implantable cardioverter defibrillator (ICD). No intervention was performed. There were no patient consequences reported.

Manufacturer narrative:
Correction: section d10. "Enigma" should have been added previously with therapy date (B)(6) 2025.